Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation confirmed that the wiper blade broke and the missing teflon jaw. It was also visually observed that the grasping section had detached from the handle. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM investigation confirmed that the missing teflon jaw had detached from the probe. The specific root cause of the complaints could not be conclusively determined.

Event description:
It was reported that the wiper blade broke off with the teflon jaw. The grasping jaw was also reported to have detached from the handle. No patient injury was reported. No additional information was provided. An attempt to follow up with the user facility to obtain additional information was unsuccessful.